Manufacturer narrative:
Gillmann, kevin, et al. ¿xen gel stent in pseudoexfoliative glaucoma: two-year results of a prospective evaluation.¿ journal of glaucoma publish ahead of print, may 2019, doi:10.1097/ijg.0000000000001295. (B)(4). The reported events of hyphema, iol dislocation and posterior capsule ruptures and required vitreous in ac, hypotony, macular haemorrhage, retinal detachment, endophthalmitis, bleb-related issues, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of some of the eyes required at least one needling procedure to maintain their target iop, 7 eyes were considered complete failure which required additional glaucoma surgery with other complications presented as hyphema, hypotony as low intraocular pressure, iol dislocation and posterior capsule ruptures and required vitreous in ac, blood observed in xen gel stents, macular haemorrhage, retinal detachment, endophthalmitis, incisional bleb revision as bleb-related issues in poag patients were noted in the article: ¿xen gel stent in pseudoexfoliative glaucoma: two-year results of a prospective evaluation.¿